Manufacturer narrative:
A site representative reported that the imaging system displayed the error message 'frame grabber error, mvs not capturing frames, closing frame driver messages.' There was no patient present when this issue was identified. Onsite investigation was performed, the field engineer suspected that the issue was caused by the mobile view station (mvs) umbilical cable along with two green led assemblies. Replacement of the aforementioned parts resolved the issue. The engineer also replaced the motion batteries and the pendant control panel as part of the planned maintenance. He also re-calibrated the system to manufacturer specs. No further issues were reported. Analysis of the returned mvs cable could not confirm any failure as it passed bench testing and functioned without problems during testing. Analysis of the first green led could not confirm any failure as it passed bench testing and functioned without problems during testing. Analysis of the second green led confirmed the electrical failure as it did not illuminate when power was applied to it. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system displayed the error message 'frame grabber error, mvs not capturing frames, closing frame driver messages.'. There was no patient present when this issue was identified.